Event description:
Hearing performance with the device was affected. No date for reimplantation has been scheduled.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However, to determine an exact root cause device investigation at the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
Hearing performance with the device was affected. The clinic will perform revision surgery as soon as possible.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.